Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up in clinic, externalized conductors were observed on the lead. Thresholds, detection and impedances are normal. Patient is in stable condition and will continue to be monitored.